Event description:
Additional information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep). When asked for implant date, explant date, date of motor stall with no recovery, cause, actions/interventions, logs, duration of stall and status of the pump, it was stated that according to the physician, the issue had already been resolved and they had no further information about it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine at a concentration of 10mg/ml via an implantable pump. It was reported that a motor stall occurred and it did not recover. Environmental/external/patient factors that may have led or contributed to the issue included possibly magnetic resonance imaging (MRI). Diagnostics/troubleshooting performed included pump logs. The issue was not resolved at the time of the report.